Event description:
As reported, patient was undergoing a procedure in the upper thigh region for "cold leg." During a catheter replacement, a guidewire kinked (kink located in the first 3rd of the wire up from the "j" tip) and dislodged plaque from a vessel wall. This was detected as the vessel became occluded. The next day a stent was placed in the patient's iliac artery. The patient's condition was reported as being "good," however the event delayed the patient's aortic valve replacement by 6 weeks. The used guidewire was disposed of by the hospital.

Manufacturer narrative:
Although it has been reported by the hospital that no device is available for evaluation, an investigation is being conducted into this event. Upon the conclusion of the investigation, a supplemental medwatch will be submitted. (B)(4).